Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: unknown. Event description: information received via phone 22nov2021 from applied medical representative: the rep reported (medwatch# 2027111-2021-00748) and mentions there were other occurrences of plastic fiber pieces coming off from the trocar at the facility. Additional information received via email 23nov2021 from applied medical representative: the surgeon states that this same type of event has happened "several" times. There is one known event in september according to the facility. Additional information received via phone 29nov2021 from applied medical representative: rep states that the issue might be related to how the facility cleans their instruments during use. Additional information received via email 07dec2021 from applied medical representative: rep confirms there are no patient injuries reported to him by the facility. Products are not available for return. Type of intervention: unknown. Patient status: no patient injuries reported.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: unknown. Event description: information received via phone 22nov2021 from applied medical representative: the rep reported (medwatch# 2027111-2021-00748) and mentions there were other occurrences of plastic fiber pieces coming off from the trocar at the facility. Additional information received via email 23nov2021 from applied medical representative: the surgeon states that this same type of event has happened "several" times. There is one known event in september according to the facility. Additional information received via phone 29nov2021 from applied medical representative: rep states that the issue might be related to how the facility cleans their instruments during use. Additional information received via email 07dec2021 from applied medical representative: rep confirms there are no patient injuries reported to him by the facility. Products are not available for return. Type of intervention: unknown patient status: no patient injuries reported.